Event description:
The event is reported as: the packaging for the crystal trach tube cuffed 9.0 mm is labeled as a size 9, but the actual tube inside the package is a size 8. No injuries reported.

Manufacturer narrative:
Product is not available for evaluation by manufacturer at this time. A follow-up investigation report will be sent when more info becomes available.